Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. The cause of peritonitis was unknown. On the same day, the patient was hospitalized for this event. On an unreported date, the patient was treated with unspecified antibiotics. Nineteen days after being admitted to the hospital, the patient¿s peritoneal dialysis catheter was removed and the patient began hemodialysis therapy. Thirty-five days after being admitted to the hospital, the patient died. It was not reported if the patient had been discharged from the hospital at the time of death. It was not reported if the patient had recovered from the peritonitis event at the time of death. The cause of death is unknown. No additional information is available.

Manufacturer narrative:
B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.